Event description:
It was found that the patient passed away per the obituary search. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep. Additional relevant information has not been received to date.

Event description:
Death certificate was received with the cause of death listed as "respiratory insufficiency" due to "apneas with associated laryngospasm". The patient's respiratory insufficiency lasted 4 days and apneas with associated laryngospasm were present for 2 years. An internal sudep evaluation was performed by the manufacturer which determined the death to be unlikely sudep.